Event description:
(B)(6) study. Same patient as MDR ID# 2134265-2012-02765, it was reported that post coronary stenting treatment procedure, target vessel revascularization occurred. In (B)(6) 2010, the patient presented with mid-sternal chest pain radiating to the arm and jaw with shortness of breath. The patient had elevated cardiac enzymes and cardiac catheterization was recommended which revealed a 99% stenosed target lesion located in the ramus. It was 18 mm long with a reference vessel diameter of 2.75 mm and treated with pre-dilatation and placement of a 2.75 x 20 mm taxus liberte stent, with 9% residual stenosis. The patient was discharged on aspirin and prasugrel the following day. In (B)(6) 2012, the patient presented with a history of chest and jaw pain and was hospitalized the same day. An echocardiogram revealed non-specific st and t-wave segment changes. Coronary angiography revealed proximal 85% in-stent stenosis of the non-study taxus express stent (size unknown) that had been implanted in the ramus in (B)(6) 2005. It was treated with balloon angioplasty and placement of a 2.75 x 12 mm promus element stent with 9% residual stenosis. The following day, the event was considered resolved without residual effects and the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).